Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021 with multiple non-sustained right ventricular oversensing (nsrvo) alerts on the implantable cardioverter defibrillator (ICD). Review of the transmissions revealed that they were caused by post sensed t wave oversensing. The device was reprogrammed on 18 may 2021. The patient was in stable condition.